Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple occlusion alarms on multiple occasions over the past 2 weeks. Customer did not call in at the time of the call, therefore no troubleshooting was able to be performed. Customer had elevated blood glucose levels in the high 200 mg/dl range. Customer delivered a correction bolus to stabilize blood glucose levels.